Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of peritonitis was not reported; however, the breach in aseptic technique was further described as the patient used their mouth to suck the end of the patient line to attempt to dislodge a blockage that had occurred in the pd catheter. It was not reported if the patient was hospitalized for the peritonitis event. Treatment rendered for the event was not reported. Action taken with dianeal therapy was not reported. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.